Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the clinician called to report that the patient had received inappropriate therapy during surgery. The physician did not place the magnet over the device since the procedure was below the waist, however the patient received 2 high voltage therapies. The patient was stable post-procedure, and would continue to be monitored.